Event description:
It was reported that three patients sustained facial scarring after telangiectasia treatment with a lumenis one laser.

Manufacturer narrative:
An evaluation of the event details by a lumenis medical subject matter expert concluded the probable root cause of the reported events to be improper treatment parameters in contraindication to directions for use (dfu). An evaluation of the subject device by a lumenis technical subject matter expert concluded that there were no device malfunctions except for a small chip in the lightguide, and the device performed within acceptable manufacture specifications. A review of the device history record (DHR) and dfu concluded that there was a failure to maintain the lightguide, but it could not be concluded that this was a probable root cause of the reported events.

Event description:
Date of event is (B)(6)2010. It was reported that three patients sustained facial scarring after telangiectasia treatment with a lumenis one laser.

Event description:
Date of event is (B)(6)2010. It was reported that three patients sustained facial scarring after telangiectasia treatment with a lumenis one laser.